Event description:
It was reported that the patient underwent a revision procedure due to radiation prior to the original surgery and suffered from poor native tissue, therefore due to natural atrophy the patient had recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. The patient recovered following the procedure.